Event description:
The hcp reported that the pt was experiencing "worsened spasms." Drug, concentration and daily dose are unk. The pt underwent catheter revision. Final outcome was not reported.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.